Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions: h11: investigation summary: the complaint (B)(4) has been evaluated. The batch 5409308 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance work instruction (wi) (B)(4) guideline for test of reference samples version 12 for the code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to wi (B)(4), test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi (B)(4) version 10 test on returned reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 5409308 was manufactured according to the document (B)(4) on the packing process in the machine 8 and 12, on 17/nov/2022, with a total (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an insulin flow blocked alarm event on 05-nov-2024. The blockage was located in the tubing. No further information available.